Event description:
It was reported that during the right ventricular (rv) lead implant attempt, the thresholds were high and unstable with no capture at 5 volts, the electrogram was distorted and the r waves were small. The lead was not used and another lead was implanted without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. A proximal portion was received measuring 62 cm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.